Event description:
The customer saw a tear in the pleurx catheter upon removal. The catheter was inserted in another hospital. [30-aug-2023] - first follow up email sent to complainant for additional information requested. Was the crack noticed on pleurx catheter - yes, tear observed in pleurx catheter is there a photo or sample available showing the reported issue? = dhl 9165754216. [04-sep-2023] - received an email replies from complainant for information requested. Answers added in follow up tab. Refer email attached. [Natalie tong]. - was the pleurx catheter brakes apart during removal. = no. The tear was discovered upon complete removal of the catheter. - was there a leakage? = allegedly, because the catheter was not draining. Hence, a removal procedural was called upon. -how was the issue resolved? = the catheter was removed. -how long has the catheter been in place = unknown - what was the impact to the patient? = no - lot number associated with reported issue. = unknown as catheter was previously inserted in another hospital - was there any medical intervention required including diagnostics, procedures, and treatment delay? = no please reach out and request to verify the following: - could you please provide further description of "the catheter was not draining. Hence, a removal procedural was called upon." - was catheter damaged lead to drainage issue? - was the catheter occluded? [07-sep-2023] - first follow up email sent to complainant for additional information requested (wfi) [natalie tong] [08-sep-2023] - [natalie tong] 1. Was catheter damaged lead to drainage issue? = the customer seemed to think there¿s a damage to the catheter, or an occlusion or something that is causing no fluid drainage. But at that point of diagnosis, the customer wasn¿t sure what was the issue hence, a removal procedure was called. 2. Was the catheter occluded? = no.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: one catheter sample was provided to our quality team for investigation. Through visual inspection, it was observed that a tear located near the cuff, the proximal end of the catheter therefore, the reported failure mode was confirmed. A device history record could not be evaluated as the lot number is unknown. It was not cleanly cut, per our observations, and a manufacturing or supplier failure was not identified. Based on the available information we are not able to identify a root cause at this time. Manufacturing personnel have been notified of this incident and awareness training will be provided. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a040101. Patient problem code: f1903. H3 other text : see manufacture narration.

Event description:
The customer saw a tear in the pleurx catheter upon removal. The catheter was inserted in another hospital. [(B)(6) 2023] - first follow up email sent to complainant for additional information requested. Was the crack noticed on pleurx catheter - yes, tear observed in pleurx catheter is there a photo or sample available showing the reported issue? = dhl 8367697973. - was the pleurx catheter brakes apart during removal. = no. The tear was discovered upon complete removal of the catheter. - was there a leakage? = allegedly, because the catheter was not draining. Hence, a removal procedural was called upon. -how was the issue resolved? = the catheter was removed. -how long has the catheter been in place = unknown. - what was the impact to the patient? = no. - lot number associated with reported issue. = unknown as catheter was previously inserted in another hospital. - was there any medical intervention required including diagnostics, procedures, and treatment delay? = no. [(B)(6) 2023] - [(B)(6).] 1. Was catheter damaged lead to drainage issue? = the customer seemed to think there¿s a damage to the catheter, or an occlusion or something that is causing no fluid drainage. But at that point of diagnosis, the customer wasn¿t sure what was the issue hence, a removal procedure was called. 2. Was the catheter occluded? = no.